Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A sample was received for evaluation. After performing a visual inspection, the reported issue was confirmed. The handle of the lite glove was ripped. The split in the lite glove handle is caused by a pleat generated during the thermoforming process due to geometry of the product/ mold design. This pleat creates weakness on the neck of the yankauer. A formal corrective and preventative action was implemented as a result. The manufacturing personnel were made aware of the reported issue. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer has an issue with a lite glove. The customer reports that the device was torn/ cut, at the level of some bends at the opening of the packaging.